Event description:
It was reported that the patient experienced sepsis. The date of onset/diagnosis was (B)(6) 2013. The cerebrospinal fluid (csf) had a white blood cell count of 5,500. The pump and catheter were to be removed that evening. The tip of the catheter was to be sent to test for microorganisms. The patient required hospitalization. The locations of the sepsis were noted to be the device pocket, the catheter track and csf. At the time of the report, the patient status was reported as ¿alive-with injury¿. It was reported that there was no drug in the pump at the time of the initial report. It was later reported that device system was used to deliver compounded baclofen, 250mcg/ml at 18.97mcg/day. The patient was not receiving therapy as the pump was removed.

Event description:
Returned product was received. A partial catheter was returned in two pieces which included a catheter with an unknown model number.

Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Concomitant products: product ID 8731sc, lot# 0206985269, product type catheter; product ID 8731sc, lot# 0205255583, product type catheter; product ID 8731sc, lot# 0205255583, product type catheter; product ID 8731sc, lot# 0206985269, product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter found a tear in the seal near the guide ring of the sutureless connector. Also it was found that damage occurred to the catheter body and/or guidewire during the implant procedure.

Manufacturer narrative:
The initial analysis result of the unknown catheter was coded reliability non-conformance. This tear in the silicone seal issue was further investigated internally and concluded that the correct coding should be no significant anomaly and/or explant damage. Analysis of devices with observed tears in the seal near the guide ring determined that the anomaly does not affect device performance or its ability to meet product specifications. The tears in the seal material do not affect the connector performance and they do not prevent the connection from remaining patent or create a leak condition. In addition, there are no allegations of embolisms due to tear. These tears in the seal also do not present a performance issue to the connector if the catheter is reconnected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.